Event description:
Initially a 7f sheath was placed in the pt, although ultimately an 8f sheath was required. Upon removal, the 7f sheath visually appeared to be fine, however the 8f sheath had a jagged edge. The pt developed a hematoma. Sometime later, the pt received a blood transfusion. There is no further info available.